Event description:
On (B)(6) 2013 (B)(6): it was reported that patient services reviewed how to use patient programmer and reason for using patient programmer. It was noted that the patient did not remember things well and did not hear well. The patient was having trouble with implant. Some pain started last week. The patient was getting shocks from the implant about a week ago. It felt like pin and pricks that lasted for 2-3 seconds and would go away. The patient noted his wife will help him understand the information / communication. It was noted that the patient goes to the bathroom a lot, wears 5-8 diapers a day. No stimulation sensation was noted. The patient did not feel stimulation. Patient services found that ins was on and setting was program 2 at 1.8v. The patient wanted to increase stimulation because he could not feel anything. The patient and wife were assisted in increasing stim to 2.0v. The patient was feeling little pain below the implant that comes and goes and it was comfortable. The patient noted therapy was doing real good now and hoped it helped him. It was noted that the patient had an hcp (healthcare provider) neurology appt next week to check his cognitive and dementia. The patient noted never having therapeutic effect. It was noted that the patient had prostate surgery 1989 and radiation treatment for cancer 20 yrs ago. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v096131, implanted: (B)(6) 2008, product type: lead. (B)(4).